Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding component separation the IFU addresses this in different ways which, if properly followed, could prevent this failure mode from occuring; the IFU stresses the importance of routine patient monitoring so that changes in the structure, should they occur, can be handled appropriately. The IFU recommends, on the contralateral side, to overlap the proximal stent of the leg graft 1 full stent and a maximum of 1.5 stents. The IFU recommends, on the ipsilateral side, to overlap the proximal stent of the leg graft 1 full stent and a maximum of 3 stents. The device remains implanted an no images were provided to assist in this investigation. Although no evidence exists to contradict the substance of the event description, there is not enough corroborating evidence at this time to consider the complaint confirmed. As seen in the event description, the time between the initial implant and the additional graft was approximately 4 years. It is unk how often the pt was monitored during this time frame. It is unk at this time which of the limbs disconnected; ipsilateral or contralateral. It is assumed at this time a fem-fem bypass was performed after the converter was deployed, although there is no evidence of this with the info provided in the case file. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent initial aaa repair in 2005. The physician placed one main body graft and two iliac leg grafts. One of the iliac limbs was only overlapped with the main body by approximately 1 stent. Over time, that iliac limb thrombosed and disconnected from the main body so in 2009, the physician placed a converter graft to prevent any further possible leaks. Pt is fine.